Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic follow-up. The device exhibited post-paced t-wave oversensing via review of stored egm. Programming changes were made as recommended.